Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alerts 57, 59, and 69 consistent with software runtime, state, and algorithm parity errors, which were verified in device history and recurred after a guided restart; the pump was charged, restarted per instructions, and subsequently shut down, and a replacement device was arranged with backup therapy advised. Symptoms included no reported effect on blood glucose and no clinical adverse events. Outcomes included use of backup therapy and device replacement without hospitalization. Investigation included technical support troubleshooting, device history review, and confirmation of alert recurrence after restart. Investigation of this case revealed a suspected malfunction of the pump¿s software/algorithm functions resulting in recurring alarms despite restart. It was concluded that the cause was an undetermined device malfunction.